Event description:
A customer reported that the patient experienced with moderate high intraocular pressure in the left eye and treated with drug therapy. Patient symptoms were resolved.

Manufacturer narrative:
This report originally filed under mfg report num 1610287-2022-00041. All future reports will be submitted under mfg report num reflected in this report. A check of the batch production record could not be performed because a valid lot number was not reported. A check of the complaint records could not be performed because the lot number was not provided. A check of confirmed complaints for this event, showed no complaints. The sample was not returned, therefore; testing could not be performed. There was no additional related information provided, the customers¿ reported event was not confirmed. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).